Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery, a posterior capsular tear occurred in the right eye. Per the surgeon, a fragment of the nucleus dropped into the posterior segment of the eye, which required a vitrectomy and the implantation of a sulcus intraocular lens(iol). Additionally, the surgeon indicated that the cataract was extremely dense, which the laser did not treat as he expected. Additional information was requested and received. No further details were provided.

Manufacturer narrative:
A company representative visited the site to evaluate the system and found the alignment to be out of specification. An adjustment was then made to the delivery alignment to bring it into specification. It is possible that the delivery alignment being out of specification could contribute to an incomplete treatment. However, other factors such as oct control point positioning, patient movement during treatment, patient anatomy, and surgical technique can also contribute to the reported event. Root cause: based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).